Event description:
Pt had a femur fracture w/internal fixation revision on internal fixation hardware two months later. They had continued difficulty and recently found to have a fractured titanium rod. Pt is admitted now for revision of the right total hip and removal of broken prosthesis and replacement of hardware.